Event description:
It was reported that the pta balloon became lodged in the introducer sheath during retraction. The catheter and sheath were removed together as a single unit. Another pta balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.